Event description:
It was reported that a user with a dexcom g6 experienced pairing failure of the transmitter with the ilet system, despite the transmitter not being paired to another device, after which support guided the user through a bluetooth toggle procedure and reentry of the sensor and transmitter codes; the device then began searching for the transmitter and entered warmup. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education to reattempt pairing through standard connectivity steps. Investigation of this case revealed a suspected communication or pairing malfunction between the continuous glucose monitor transmitter and the ilet receiver interface without evidence of hardware damage. It was concluded, based on similar reports, that the cause was likely user-device connectivity issues related to bluetooth pairing and workflow, which resolved with standard troubleshooting.